Event description:
Biomed reported that the touchscreen was broken. It was unknown how the issue was found. No patient or user harm reported. Biomed reported that that touchscreen was broken. Biomed then disassembled the user interface and extracted out the touchscreen. A replacement touchscreen was ordered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Device repair status is unknown; attempts have been made to obtain additional information however, no response has been received. If additional information is received the complaint will be reopened for further investigation.